Event description:
Meter name: basic, strip name: one touch strips, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: none. A patient reported that the patient was unable to test the patient's blood for the past 3 months. Their meter allegedly would prompt message "clean test area". Unable to get a result on their meter. There was no comparison. No treatment.